Event description:
It was reported that this implantable pacemaker intrinsic amplitude is out of range and a ventricular tachycardia (vt) episode was recorded. The presenting electrogram (egm) show atrial arrhythmia with rapid ventricular response (rvr) with significant atrial undersensing resulting in incorrect detection of vt. The atrial intrinsic amplitude trend shows a range between 0.3mv to 1.8mv (millivolts). The atrial sensitivity is programmed to automatic gain control (agc) 0.4mv. Further review of atrial sensitivity programming was recommended to ensure appropriate rhythm detection. The device remains in service. No adverse patient effects were reported.